Event description:
Customer reported the system crashed, and displayed a file system corrupted error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and configuration files. System not boots up without issue. Cycled power three times and verified system operation. System operates as intended.